Manufacturer narrative:
Correction: the correct brand name is 'nucleus 24 auditory brainstem implant system'; not 'nucleus 24 channel cochlear implant system' as previously reported. Correction: the correct PMA # is 000015; not 970051 as previously reported. This report is filed october 1, 2013. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and clicking sounds one to two days after surgery to remove a tumor of the optic nerve. Explant and reimplantation is planned but had not taken place at the time of this report (B)(6), 2011.

Manufacturer narrative:
(B)(4): implanted device remains.